Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 80 to 90mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to sister's accucheck meter. Back to back blood test produced test results of 48mg/dl using trueresult meter and 75mg/dl using accucheck meter. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 02/14/2017 and open vial date is not verified. Recall test results performed fasting from meter memory (date/time not set) 1: 59mg/dl, (B)(6) 2015, 03:15pm, 2: 58mg/dl, (B)(6) 2015, 12:00pm, 3: 48mg/dl, (B)(6) 2015, 10:52pm, 4: 51mg/dl, (B)(6) 2015, 10:35am, 5: 49mg/dl, (B)(6) 2015, 07:38pm,adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).